Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose has ranged between 550 mg/dl and 600 mg/dl due to bent infusion set cannulas. The customer was advised on proper infusion set insertion and usage. Fifteen infusion sets will be returned and two replacement sets and a new serter will be sent to the customer.